Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that the lancet is not retracted. Confirmed lancet is seated properly inside the lancing device. Lancet was protruding past the end of the cap. No adverse event alleged.a request was made for the return of the device.